Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported, the video system center had a wrong cable was used during a diagnostic procedure that was not compatible with the video system center. As such a delay was caused (unspecified time). No error messages were produced. Though a delay was reported there were no clinical impact to the patient, therefore, there were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (d8, d10, g2, and h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to effect of using wrong digital visual interface cable. However, the subject device was not returned, and a specific root cause could not be identified. The event can be detected and/or prevented by following the instructions for use which state: visera elite video system center olympus otv-s190. Chapter 3 installation and connection. Olympus will continue to monitor field performance for this device.